Event description:
It was reported that this right atrial (ra) lead was capped due to unknown product performance anomaly. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was capped due to unknown product performance anomaly. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead was capped due to dislodgement.